Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient received several inappropriate therapies. The rv lead was explanted when an attempt to reposition was unsuccessful. Patient was stable post-procedure.